Event description:
Complaint was received from bfarm. It was reported that they were able to place the catheter into the patient's jugular using the needle and they noticed a hairline crack at the connection of the needle to the luer lock hub connector after it was removed. Blood was leaking from the luer lock hub. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.